Event description:
Endoscopy department reported set leaking from somewhere at the dial a flow. No details as to whether the product was on the patient at the time. There was no report of patient harm and no medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Customer stated that product will not be returned at this time because affected product was not saved. Unable to determine the cause of the leaking because product was not returned for investigation and it is from a third party manufacturer.